Event description:
Customer reports that the inspiratory piece (clear plastic) that fits into the patient connection adapter of the circuit is cracking. The male portion of this component remains in the patient connection adapter causing a disconnection, and therefore they need to replace the entire circuit to resolve the issue. The clinician moves the patient and then notices the hissing noise. No patient injury/impact was reported.

Manufacturer narrative:
(B)(4): one sample was returned for evaluation.

Manufacturer narrative:
(B)(4): three samples were received for evaluation. The samples were confirmed to be cracked and a piece of plastic remained in the wye. The failure mode was due to the molding process variability at the supplier. A review of the production record was performed and the review indicated that the product was made of k-resin material. Carefusion has implemented a project plan of a material change to polycarbonate material in the efforts to decrease the likelihood of cracking. The preliminary plan proposes optimization of the molding parameters and implementation of a stress test of all incoming raw material. The sample received for this complaint was manufactured prior to implementation of these corrections.

Manufacturer narrative:
(B)(4): the sample has been received for evaluation. Upon completion of carefusion investigation, a follow up medwatch will be submitted.